Event description:
It was reported that inappropriate mode switch episodes due to atrial lead noise were observed via merlin transmissions. Programming changes were made, however, noise was still noted. No further changes were made. Patient monitoring will continue.